Manufacturer narrative:
This event was previously reported by (B)(6) hospital in uf report number (B)(4), on (B)(6) 2019. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an infold was reported upon initial deployment. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28 millimeter (mm) non-medtronic balloon to resolve the infold. Following the bav, it was noted the aortic root may have been injured. A transesophageal echocardiogram (tee) verified an aortic root hematoma, possibly as a result of the post-implant bav. There was not further injury to the aortic root. The patient became hypotensive, was intubated, and sent to the intensive care unit (ICU) for monitoring. It was noted that annular aortic calcification was present on the native valve and that no pre-implant bav was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the cause of the aortic root injury was the due to the balloon aortic valvuloplasty (bav). The intubation was performed to stabilize the patient. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the attached pictures, show a valve at 80% deployment with a dark line in the frame indicating an infold. There is also a picture that shows a balloon aortic valvuloplasty (bav) being performed after the valve was deployed to 100%. It appears that the bav resolves the infold. The images provided do not show any evidence confirming the reported hematoma. Without angiograms, we cannot assess fully the cause of this report in regard to any patient anatomy issues that may have prevented the valve from fully expanding. In addition, the valve was not returned for analysis. Fluoroscopic load pictures were not provided for analysis. However, the returned executive case summary shows that there is moderate calcium present in the annulus. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infold appears to have occurred as the valve was being deployed, however, without the load fluoroscopic picture for review, we are unable to determine if the infold occurred during the loading process. In this case, a post bav was performed, which appears to have resolved the infold. Per the instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. It was also reported that the transesophageal echocardiogram (tee) verified an aortic root hematoma, which possibly occurred as a result of the post implant bav. In this case the type of balloon and the inflation pressure of the balloon were not provided. Per the physician, there was annular aortic calcification present on the native valve. It is unknown if the annular calcification present on the native valve played a role in the reported aortic root injury that resulted in the aortic root hematoma, that led to the patient becoming hypotensive. The event description does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The patient was reportedly intubated and stabilized. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.